Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the machine was not switching on. Upon functional testing, the fse identified that the application software of cath lab was not booting up completely and it hanged. The fse confirmed that the issue was with software. To resolve the reported issue, the fse reloaded the entire system software along with application software. After software reload, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot to application. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.